Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit overheating and also started to cause her nose bleed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.